Manufacturer narrative:
A2: this represents the average age of the patients. A3: this represents the majority gender of the patients. B3: event date is unknown. This value respresents the date of publication. H6 investigation conclusion code 22: the diamondback 360 coronary orbital atherectomy system instructions for user manual states that a perforation and/or dissection of vessel, cardiac arrest, myocardial infarction, and no-reflow phenomenon are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oads could not be reviewed as the lot numbers were not provided. The material inspection report for the reported guidewire could not be reviewed as the lot number was not provided. Csi ID: (B)(4).

Event description:
A literature article reviewing a study that occurred between january 2023 and september 2023 in a non-surgical center in portugal. 37 patients received atherectomy treatment with a diamondback 360 coronary orbital atherectomy device (oad). 1 dissection, 1 cardiogenic shock, 3 myocardial infarction, 7 major myocardial injury, 10 minor myocardial injury were observed. In addition, 1 patient suffered periprocedural myocardial infarction type 4. 2 patients experienced no re-flow, both were the context of acute coronary syndrome and poor left ventricular ejection fraction. One case of a distal coronary perforation was also reported due to distal advancement of a guidewire while retrieving a non-compliant balloon and was treated with fat embolization. Faria et al., 2024 " initial experience with orbital atherectomy in a non-surgical center in portugal."